Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, severely scratched display window, and cracked case near display window corners noted. (B)(4).

Event description:
The customer reported via social media that the insulin pump was damaged. Customer stated the insulin pump's display was scratched. The customer stated they were unable to read the display as a result of the scratches. The customer stated the insulin pump was functional. Customer's blood glucose was unknown. The customer could not recall how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.